Event description:
On 4/26/06, the caller received high readings from his adc device. The caller changed her medication based on these readings. After taking her medication the caller checked her blood glucose and got a reading of 32 mg/dl (source is unk). The customer felt symptoms of hypoglycemia and lost consciousness. The paramedics were called and she was brought to the hosp where she was treated with glucose. In blood glucose tests, customer received a lab reading of 171 mg/dl compared to a meter reading of 501 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The caller does not recall other info regarding the reported event.